Event description:
It was reported that 2 unspecified bd needle were broken. The following information was provided by the initial reporter: broken needles

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional potential information: b5: describe event or problem: it was reported that 2 bd microlance¿ needle were broken. The following information was provided by the initial reporter: broken needles d1: medical device brand name: bd microlance¿ needle d4: UDI # (B)(4) d4: catalog # 304622 d4: medical device lot #: 220213 d4: medical device expiration date: 31-jan-2027 h4: device manufacture date: 17-feb-2022 h6: investigation summary a device history record review was completed for potential material number 304622 and lot number 220213. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation; however, no signs of defect were found in any of the retained needle samples. Based on the investigation results, an exact cause could not be determined for this incident. See h10.

Event description:
It was reported that 2 bd microlance¿ needle were broken. The following information was provided by the initial reporter: broken needles.